Event description:
As reported, the autopulse platform (sn (B)(6)) displayed a user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) and (ua) 17 (max motor on time exceeded during active operation) error messages during the patient call. The crew continued resuscitating the patient with manual CPR. There were no adverse effects on the patient.

Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(6)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message was confirmed during functional testing and based on the review of the archive data. The root cause of the ua07 was due to the failed load cell module 1. The cracked front and bottom enclosures and failed load cell were likely attributed to mishandling, such as a drop. The reported complaint that the autopulse platform displayed a ua17 (max motor on time exceeded during active operation) error message was not confirmed in the archive data or functional testing. Also, throughout all functional tests at zoll, ua17 never occurred. It is likely that the customer incorrectly remembered the specific advisory code that was displayed on the platform lcd. A review of the archive data showed multiple ua07 error messages to have occurred around the customer's reported event date, thus confirming the reported complaint. The autopulse platform passed the initial functional testing without any fault or error. Upon further testing, the autopulse platform failed the load cell characterization test as load cell module 1 was exceeding normal parameters, unrelated to the reported complaint. The failed load cell module 1 was replaced to address the observed failure. The autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries for 15 minutes without any fault or error. Zoll is awaiting the customer's approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for the autopulse platform with serial number (B)(6).